Manufacturer narrative:
Na

Event description:
It was reported that the ventilator would repeatedly shut down and restart with an audible alarm while on a pt. The pt was replaced on a backup ventilator. No pt harm reported.